Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader device and the plunger had been depressed. The loader device was not returned. The seal was semi folded and with a portion of it inside the delivery tube. The tension spring was still in the delivery tube. Blood contamination was evident on the seal. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal was loaded and was removed from the loader device with no problem. The surgeon deployed the seal into the aortotomy and the seal did not unfold fully on the aortotomy. The surgeon immediately placed a finger on the hole while the staff loaded a replacement heartstring seal. There was no effect to the patient as a result. The second heartstring seal was used to complete the procedure. The hospital did not report any patient complication. This failure is not an MDR reportable event. Maquet received the device on 08/10/2009 and after decontamination, the visual inspection on 08/12/2009 showed that a portion of seal remained inside the tube. It was also observed that the seal was cracked and the plunger had been depressed. Qa reset this event to MDR reportable as"failed to deploy" with alert date 08/12/2009.